Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken apex pins could be confirmed. The returned devices showed signs of an overload breakage. Due to the missing information regarding applied procedure and missing x-rays the root cause could not be determined. The following root causes were evaluated as possible (not exhaustive): excessive movement improper implant choice/position/handling no indications of material, manufacturing or design related problems were found during the investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
Patients' first metacarpal fracture, fixed external apex needle, after two months the apex product fractured.

Event description:
Patients' first metacarpal fracture, fixed external apex needle, after two months the apex product fractured.